Event description:
It was reported in 2008 that a male with necrotizing fascitis of the left medial calf which extended to the thigh experienced bleeding in proximity of his wound. The following medical info was provided: v.a.c. Therapy was prescribed as part of the patient's wound care and was applied in the operating room on approx three and a half months earlier, after debridement and hemostasis was achieved. At some time (exact time unknown), a facility staff nurse (sn) notified the house officer via telephone that the pt had lost approximately 900 mls of blood. The house officer did not assess the pt in person. Phlebotomy was attempted three times without success. It was reported that upon rounds the next morning, the pt appeared pale and blood pressure was low. At this time, v.a.c. Therapy was discontinued and the bleeding was stopped by application of a pressure bandage to the wound site. Pt was taken to intensive care. It was reported that the pt has since recovered and was discharged home.

Manufacturer narrative:
There was no product malfunction reported with the alleged event. Also it was reported by a staff nurse (patient's daughter) that v.a.c. Therapy did not cause or contribute to the alleged event. According to medical info obtained through kci singapore, the visual and audible alarms were functioning properly when canister became full. Negative pressure therapy was 125 mmhg, continuous. Kci has been unable to obtain any further info relevant to the patient's condition, treatment, or alleged event. The v.a.c. Therapy clinical guidelines for asia as well as the us states "a rapid increase in bright, red blood in the tubing and/or canister requires immediate investigation and discontinuation of therapy until bleeding is controlled."